Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/19/2019. In response to receiving the 2019 q2 post-market surveillance survey for blue ctni cartridges, the customer reported one instance of a high unexpected result, from an unknown lot number, when compared to the laboratory instrument result. The two most recent shipments of blue ctni cartridges to the site prior to complaint registration include lots c18287 (31-oct-2018) and c18330a (13-jan-2019). These two lots will be investigated as they are the most likely lots in use while the unexpected result was observed. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Due to the expiration date of ctni cartridge lot c18287, retained cartridge testing could not be performed. Retained cartridge testing of lot c18330a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots c18287 and c18330a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a patient. There was no patient information at the time of this report. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. As a response to the survey the customer stated that test was elevated on I-stat and the test on lab analyzer normal. There were no actual results provided. There was no patient information, product lot, or test/collection times reported. The customer also stated that operator technique, and improper mixing of specimen after collection was suspect. However, not confirmed at the time of this report. The facility later stated that the person involved with this patient result is no longer working for the facility therefore, information requested is not available. The investigation is underway. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018. Per I-stat system manual: art: 714258-00q, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).